Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button error. Customer¿s blood glucose level was 171 mg/dl at the time of incident. Customer state that the insulin pump got sweaty wears during workout. Customer stated that only esc button was working. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent esc and act buttons response due to corroded keypad traces.